Event description:
Forced to wear mask on flight from (B)(6) to (B)(6). Experienced irritation to face and chest tightness after nearly 12 hours in mask. At the same time, I could clearly still smell coffee, flatulence, and other odors from passengers around me. Masks are irritating and not scientifically shown to be effective for prevention of virus transmission. Made at home. FDA safety report ID # (B)(4).